Event description:
It was reported that a half day infusor had particulate matter inside of the balloon. The particulate was identified after the device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received by baxter; evaluation is currently in process, but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14f033 was manufactured on june 17, 2014 to june 18, 2014. The affected device was received for evaluation. A visual inspection on the unit ((B)(4)) noted a solid white particle approximately 0.25mm in size, floating in the fluid of the reservoir. The particles were in the fluid path. The particles were identified to be polyester material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. No cause could be determined as to the origin of the particulate. Should additional relevant information become available, a supplemental report will be submitted.